Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device stopped ventilating with an audible alarm and the screen blank. The customer tested the ventilator and reported the device displays ventilator inoperable and transducer fault alarms. The customer performed further troubleshooting and during the investigation, the ventilator crashed and an audible alarm beeped. The issue occurred during patient-use; the customer reported the ventilator was removed from the patient. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated transducer pt800 failed. This issue will be internally investigated within vyaire.